Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 99 mg/dl, and the meter bg reading was 34 mg/dl, which are values within in an acceptable range according to the parkes error grid. The customer reported a low bg value of 34 mg/dl and consumed glucose tablets in order to address the low. No additional patient or event information was available. A root cause could not be determined. Reportedly, the cgm readings became accurate and the customer continued to use the sensor.